Event description:
It was reported that the user was unable to insert a new insulin cartridge during a supply change until prompted to rewind the ilet pump, after which the change was completed; the user reported elevated blood glucose readings and rapid insulin use, had not made meal announcements, and was using steroid eye drops after eye surgery. Symptoms included hyperglycemia with readings up to 310 mg/dl. Outcomes included no alarms, no device malfunctions observed, and no hospitalization. Investigation included review of device function through guided troubleshooting and review of glucose trends. Investigation of this case revealed proper device operation without evidence of infusion set or site issues, with hyperglycemia plausibly influenced by missed meal announcements and concurrent steroid therapy. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.